Event description:
Patient rapidly started requiring more levophed around 0530am, provider notified. Uptitrated pressor. Cvvh pfr at 0 until stabilized, renal notified. Charge and coach at bedside zeroing a line, correlating with cuff, troubleshooting. Tlc connections checked. Patient repositioned. During bedside hand off, levo pumped beeped upstream occlusion for first time at around 0740. Small kink noted and fixed. Patient sbp quickly increased. Pressors paused, provider notified. Rn able to down levo. Provider notified.